Event description:
Major knee effusion (joint effusion), severe knee pain (arthralgia). Case description: spontaneous report was received on (B)(6) 2010 from a healthcare professional regarding a female pt with a history of previous synvisc treatment, who experienced knee effusion and knee pain after starting synvisc-one. The pt received a synvisc-one injection into her knee (date not provided). The hcp reported that 48 hours following the injection, the pt experienced major knee effusion and severe pain (date not provided). The pt was hospitalized and her symptoms were treated with a knee joint aspiration and nsaids (dates not provided). The product lot number was not provided. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of the product is not affected by this report.